Event description:
Healthcare professional reported right side capsular contracture baker grade IV, grade I ptosis, calcification of the capsule, hard time wearing a bra this point due to the discomfort and can no longer sleep on sides or chest. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification: observed. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, grade I pstosis, calcification of the capsule, hard time wearing a bra this point due to the discomfort and can no longer sleep on sides or chest. Device has been explanted.